Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 5-nov-2020: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 5-nov-2020: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Update 19-april-2021 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received ad 30 jul 2020 were reviewed on 31 jul 2020 by a clinician to identify patient harms/product issues. Left knee: primary operative notes (B)(6) 2015 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and unknown cement was utilized. The surgery was completed without indication of complication by the surgeon. Sticker sheet product information not provided within these medical records. Radiographs reviewed (B)(6) 2018 reveals the left total knee tibial tray as settled and become slightly varus in position. Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to pain, joint stiffness, gait disturbance and aseptic loosening of the tibial baseplate. Operative findings include prominent synovitis an aseptic loosening of the tibial component at the cement to implant interface. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: UDI: (B)(4). E3: initial reporter occupation: lawyer.